Event description:
The company was informed that the pt underwent a flap thinning surgery and the pt is experiencing flap irritation and redness at the implant site. Advanced bionics is in the process of gathering more info; once more info is provided, a supplemental report will be submitted.